Event description:
It was reported that the balloon ruptured. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst in the form of a pinhole after being inflated once at 12atm within 10 seconds. The device was removed with the normal method, and the procedure was completed with another of the same device. There were no patient complications, and the patient was good after the procedure.